Event description:
It was reported that the right ventricular lead superior vena cava (svc) impedance has been "going greater than 200 ohms since implant" and now it is consistently greater than 200 ohms and a lead warning was triggered. A chest x-ray was recommended and follow-up with the physician's office was attempted however no further information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead implanted 2007 (B)(6); 4194-78 lead implanted 2007 (B)(6). (B)(4).